Event description:
It was reported a spectrum pump had a broken door latch which prevented the door from closing with a loaded set. It was also reported there was no patient involvement. During baxter's evaluation the pump alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported broken door latch and inability to close the door with a loaded set was confirmed and reproduced through baxter's evaluation by producing a door not fully latched alarm. This condition was determined to have been caused by loose link screws. The link screws were replaced.